Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated through pump power up test. The cause of the reported issue was a defective pwa board. The reported issue was resolved by replacing the pwa board. Additionally, the downstream occlusion sensor (dso) seal was found to be delaminated. Dso seal replaced and dso and upstream occlusion sensor (uso) seal was replaced and calibrated. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46510. There was no patient involvement. The issue was discovered during testing.